Event description:
A surgeon states that a pt reports seeing streaks of light in both eyes following cataract surgery (on both eyes). The corrected visual acuity is 20/20. The lenses remain implanted. The surgeon indicated that in one eye there were some folds in the posterior capsule which may account for some of the streaks. This is the medwatch report for the left eye. A separate medwatch report is being filed for the right eye.